Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a distal occlusion in the m1 segment of the middle cerebral artery (mca) in a patient with severe vessel tortuosity, there was intense resistance felt inside the concomitant phenom¿ 27 microcatheter (medtronic). The 5mm x 33mm embotrap ii revascularization device (et009533 / 21e091av) reached the distal end of the microcatheter but it was noticed that there was a bifurcation of the blood vessel. The embotrap ii device was resheathed once. The physician then reinserted the bifurcation and the embotrap ii device was used again. However, it was reported that the embotrap ii device got stuck on the hub of the microcatheter and it was impossible to insert the embotrap ii device. It was replaced with a 4mm x 40mm solitaire¿ revascularization device (medtronic) and the procedure was completed. The distal marker, the distal end and the joint of the proximal marker were reported to ¿seem to be breaking.¿ it was reported that the 9f optimo guiding catheter (tokai medical product) was a concomitant device used during the procedure. The physician commented that ¿the patient has severe vessel tortuosity and the complaint embotrap ii might have been broken due to overloading due to the severe vessel tortuosity.¿ there was no patient injury. It was not clear if a continuous flush had been maintained through the concomitant microcatheter. On 03-nov-2021, additional information was received. The information indicated that force was not applied when the resistance was encountered at the hub of the microcatheter; the resistance was encountered on approaching the target region inside the patient. No pass was made with the embotrap ii device before the resistance issue was encountered. The information indicated that there was no mention of insufficient flush, but the issue occurred could be due to vessel tortuosity. Force was not applied to the embotrap ii device at any time during the procedure. The device was prepped and handled in accordance with the instructions for use (IFU). There was no clinically significant delay in the procedure. Preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. [Photo analysis summary]: review of the provided photographs showed no evidence of significant damage to the embotrap device. No damage to the shaft or insertion tool of the device was visible. The presence of the distal and proximal radiopaque tips was confirmed. A coil offset was observed on the distal radiopaque tip of the device, with no damage was observed on the proximal coil. The presence of three distal and two proximal gold markers were confirmed, with no damage to any of the markers visible. No damage to the distal or proximal joints were visible. The stent section of the device was in a collapsed state contained within the insertion tool in the photographs provided; in this state no damage or deformation is visible on the outer cage or inner channel of the device. The condition of the adhesive present at joints and fillets could not be fully confirmed from the photo analysis. The distal tip coil offset is not consistent in appearance with a broken distal tip however as the photos were of the device in the insertion tool further analysis of the device would be required to confirm the description of the device damage as shared by the physician. Conclusion: the review of the provided photographs indicates there is no significant damage present on the embotrap device, with only a coil offset on the distal radiopaque coil of the device visible. The coil offset did not appear to be significant however further analysis would be required to confirm. The damage reported in the complaint event description was not confirmed from the photograph analysis. The cause of the complaint event cannot be confirmed from the information provided. A review of the manufacturing documentation associated with this lot (21e091av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The complaint device was returned and received in the product analysis lab for evaluation on 12-nov-2021. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of deformation. Kinking of the proximal section of the device and deformation of the distal section of the device were observed. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery of the device against resistance in the hub of a microcatheter. The returned embotrap device was successfully passed through a 0.0195-inch inner diameter (ID) tube, confirming that the profile conformed to the specification for compatibility with 0.021-inch and 0.027-inch microcatheters. The polytetrafluoroethylene (ptfe) insertion tool was dimensionally inspected and found to be within specification for the inner and outer diameter. Device insertion and delivery assessments were performed using the returned embotrap device and a sample phenom 27 microcatheters. The returned embotrap device was successfully delivered through the hub of the sample phenom 27 microcatheter with no issues. The complaint event of failure to load in the microcatheter hub was recreated through poor seating of the insertion tool during a sample embotrap device delivery in a sample phenom 27 microcatheter. The gap between the insertion tool distal tip was increased incrementally until the device failed to deliver. At this point the sample embotrap device was advanced against the resistance present. Upon inspection of the device following advancement against resistance during failure to deliver, similar damage and deformation to what was observed on the returned device was visible on the sample device. Investigation conclusion: the returned embotrap device shows evidence of deformation consistent with advancement of the device against resistance in the microcatheter hub. The returned device was successfully passed through a 0.0195-inch inspection tube and successfully delivered through the hub of a sample phenom 27 microcatheter, indicating that the returned device was compatible with 0.027-inch microcatheters. Deformation similar to that observed on the returned device was successfully recreated through advancement of a sample device with poor insertion tool seating against resistance in a sample phenom 27 microcatheter. The damage described in the complaint event description was confirmed through visual inspection. Based on the delivery assessments carried out a probable cause for the difficulty in advancing the embotrap device into the microcatheter lumen is a failure to seat the insertion tool correctly either initially or through failing to maintain position through tightening of the rotating hemostasis valve (rhv). As demonstrated failure to seat the insertion tool correctly can lead to failure to deliver in the hub of a 0.027-inch microcatheter and continuing to attempt to advance a device against the resistance resulting from failure to deliver in the microcatheter hub can result in damage similar to that observed on the returned device. As there was severe tortuosity and resistance reported during the initial use of the embotrap device it cannot be determined if the damage evident on the returned device occurred during the initial delivery and deployment or during attempted advancement in the microcatheter during the attempted second use of the device (when the insertion tool may have been incorrectly seated). But the investigation indicates that the damage on the returned device was not sufficient on its own to prevent delivery into the microcatheter lumen, as demonstrated through successful delivery of the returned device with a sample phenom 27 microcatheter. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2021. [Additional information]: preliminary photo images of the complaint device were captured by the j&j japan affiliates. The pre-shipment photos were reviewed by the product analysis lab team. [Photo analysis]: summary: review of the provided photographs showed no evidence of significant damage to the embotrap device. No damage to the shaft or insertion tool of the device was visible. The presence of the distal and proximal radiopaque tips was confirmed. A coil offset was observed on the distal radiopaque tip of the device, with no damage was observed on the proximal coil. The presence of three distal and two proximal gold markers were confirmed, with no damage to any of the markers visible. No damage to the distal or proximal joints were visible. The stent section of the device was in a collapsed state contained within the insertion tool in the photographs provided; in this state no damage or deformation is visible on the outer cage or inner channel of the device. The condition of the adhesive present at joints and fillets could not be fully confirmed from the photo analysis. The distal tip coil offset is not consistent in appearance with a broken distal tip however as the photos were of the device in the insertion tool further analysis of the device would be required to confirm the description of the device damage as shared by the physician. Conclusion: the review of the provided photographs indicates there is no significant damage present on the embotrap device, with only a coil offset on the distal radiopaque coil of the device visible. The coil offset did not appear to be significant however further analysis would be required to confirm. The damage reported in the complaint event description was not confirmed from the photograph analysis. The cause of the complaint event cannot be confirmed from the information provided. A review of the manufacturing documentation associated with this lot (21e091av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Further investigation will be performed when the device is returned for evaluation and analysis. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 03-nov-2021. [Additional information]: the healthcare professional reported that during a thrombectomy procedure targeting a distal occlusion in the m1 segment of the middle cerebral artery (mca) in a patient with severe vessel tortuosity, there was intense resistance felt inside the concomitant phenom¿ 27 microcatheter (medtronic). The 5mm x 33mm embotrap ii revascularization device (et009533 / 21e091av) reached the distal end of the microcatheter but it was noticed that there was a bifurcation of the blood vessel. The embotrap ii device was resheathed once. The physician then reinserted the bifurcation and the embotrap ii device was used again. However, it was reported that the embotrap ii device got stuck on the hub of the microcatheter and it was impossible to insert the embotrap ii device. It was replaced with a 4mm x 40mm solitaire¿ revascularization device (medtronic) and the procedure was completed. The distal marker, the distal end and the joint of the proximal marker were reported to ¿seem to be breaking.¿ it was reported that the 9f optimo guiding catheter (tokai medical product) was a concomitant device used during the procedure. The physician commented that ¿the patient has severe vessel tortuosity and the complaint embotrap ii might have been broken due to overloading due to the severe vessel tortuosity.¿ there was no patient injury. It was not clear if a continuous flush had been maintained through the concomitant microcatheter on 03-nov-2021, additional information was received. The information indicated that force was not applied when the resistance was encountered at the hub of the microcatheter; the resistance was encountered on approaching the target region inside the patient. No pass was made with the embotrap ii device before the resistance issue was encountered. The information indicated that there was no mention of insufficient flush, but the issue occurred could be due to vessel tortuosity. Force was not applied to the embotrap ii device at any time during the procedure. The device was prepped and handled in accordance with the instructions for use (IFU). There was no clinically significant delay in the procedure. E.1: the initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-nov-2021. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a thrombectomy procedure targeting a distal occlusion in the m1 segment of the middle cerebral artery (mca) in a patient with severe vessel tortuosity, there was intense resistance felt inside the concomitant phenom¿ 27 microcatheter (medtronic). The 5mm x 33mm embotrap ii revascularization device (et009533 / 21e091av) reached the distal end of the microcatheter but it was noticed that there was a bifurcation of the blood vessel. The embotrap ii device was resheathed once. The physician then reinserted the bifurcation and the embotrap ii device was used again. However, it was reported that the embotrap ii device got stuck on the hub of the microcatheter and it was impossible to insert the embotrap ii device. It was replaced with a 4mm x 40mm solitaire¿ revascularization device (medtronic) and the procedure was completed. The distal marker, the distal end and the joint of the proximal marker were reported to ¿seem to be breaking.¿ it was reported that the 9f optimo guiding catheter (tokai medical product) was a concomitant device used during the procedure. The physician commented that ¿the patient has severe vessel tortuosity and the complaint embotrap ii might have been broken due to overloading due to the severe vessel tortuosity.¿ there was no patient injury. It was not clear if a continuous flush had been maintained through the concomitant microcatheter. The product is reported as not available for return.

Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that during a thrombectomy procedure targeting a distal occlusion in the m1 segment of the middle cerebral artery (mca) in a patient with severe vessel tortuosity, there was intense resistance felt inside the concomitant phenom¿ 27 microcatheter (medtronic). The 5mm x 33mm embotrap ii revascularization device (et009533 / 21e091av) reached the distal end of the microcatheter but it was noticed that there was a bifurcation of the blood vessel. The embotrap ii device was resheathed once. The physician then reinserted the bifurcation and the embotrap ii device was used again. However, it was reported that the embotrap ii device got stuck on the hub of the microcatheter and it was impossible to insert the embotrap ii device. It was replaced with a 4mm x 40mm solitaire¿ revascularization device (medtronic) and the procedure was completed. The distal marker, the distal end and the joint of the proximal marker were reported to ¿seem to be breaking.¿ it was reported that the 9f optimo guiding catheter (tokai medical product) was a concomitant device used during the procedure. The physician commented that ¿the patient has severe vessel tortuosity and the complaint embotrap ii might have been broken due to overloading due to the severe vessel tortuosity.¿ there was no patient injury. It was not clear if a continuous flush had been maintained through the concomitant microcatheter. The product is reported as not available for return. Based on complaint information, the device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21e091av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information provided and without the complaint device and the concomitant microcatheter available to be returned for analyses, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The complaint included the comment from the physician that ¿the patient has severe vessel tortuosity and the embotrap ii might have been broken due to overloading due to the severe tortuosity.¿ it was also documented that it was not clear if a continuous flush had been maintained through the microcatheter. These factors may possibly be contributing factors to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.